Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) levels ranging from 75 mg/dl to 95 mg/dl. Reportedly, customer delivered a manual bolus in addition to the auto bolus deliveries from the pump's control iq software, resulting in insulin stacking. The customer went to the ER twice as customer was still experiencing a low bg level after the initial visit. During the initial ER visit, no treatment was received; customer self treated with a glucagon injection. During the second ER visit bg was treated with liquid carbohydrates. Reportedly, customer left the ER 3 hours later with customer in stable condition (bg 180 mg/dl).